Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that system was not booting up. Upon troubleshooting fse found that suite pc was defective. To resolve the issue, fse replaced the suite pc and reloaded the software. The defective component was returned to philips for analysis and found the failure in power supply unit. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.